Event description:
The customer reported to olympus, the visera elite video system center displayed a black image on the oev-262h monitor and showed a digital visual interface no sync error. The issue was found during the therapeutic rezum procedure resulting in a 30 minute delay. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac had the customer confirm the cabling and stated there was a serial digital interface (sdi) cable going from sdi out in the otv- s190 to sdi in1 in the oev-262h. Tac instructed to press port a and select sdi1. The new cystoscopy screen that was plugged in made it default to a different input digital visual interface (dvi) dvi1 and it needed to be changed back. The customer confirmed the image displayed and the issue was resolved. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.